Event description:
In 2008, the pt stated that his blood glucose is constantly elevated in the 400-500 mg/dl range since beginning use of the infusion device. He stated he had the same issue with his previous infusion device (competitor product). He stated the issue began in 2007. He was advised by his physician that it was due to an infection. He stated that he had surgery due to the infection, but his blood glucose has remained elevated. He stated he has now been diagnosed as having a yeast infection. He is currently working with his physician to treat the elevated blood glucose. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.